Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. At this time, there has been no sample returned to review. Without the sample to review, a definite root cause and corrective action cannot be established. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
Upon first assessment bedside rn and charge rn noticed soiled gauze at PICC dressing site. Charge rn noticed fluids dripping from the middle of PICC line. Charge rn and bedside rn noticed PICC line was cracked and leaking.